Manufacturer narrative:
(B)(4) - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that three infusions set fell off during use on date (B)(6) 2024. The infusion set was in use for half an hour to an hour. Patients blood glucose level was found to be 230mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.